Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up and functioned properly. No tactile issues were observed with the buttons. The display was fully functional with no ink spots observed. The reported display issue was not duplicated in the investigation.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that there were ink spots on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.